Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient was admitted to the hospital to rule out a wound infection. The patient had an elevated white blood cell count in addition to tenderness, redness, and swelling at the implantable neurostimulator (ins) site. Cultures were taken at the pocket site and the patient was given antibiotics. The ins was explanted on (B)(6) 2017. It was noted that the device wouldn¿t be returned for analysis as it was discarded by the patient. Additional information was received from the manufacturer representative on (B)(6) 2017. The manufacturer representative was requesting an allergy kit and stated that they now thought the patient had an allergy instead of an infection. It was unknown if the issue was resolved. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had the permanent device put in on the left side and she felt burning, like battery acid was leaking from the device. The patient reported that the removed the first implanted battery and implanted another battery on the right side. No further complications were reported.